Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts for post-paced t-wave oversensing (pptwos). Programming changes were made that were unsuccessful. Additional programming changes were made to resolve the issue. There were no patient consequences.